Event description:
It was reported via repair work order that the patient left siderail would not latch into the upright position due to damaged patient left latching spindle and patient left toprail broken between the two foot end spindles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.